Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Based on the information provided, it was determined that the device status had moved to end-of-service due to the device¿s real time clock (rtc) moving into the future. The root cause of the rtc being set in the future was due to a bit flip that occurred. Due to the rtc being a future date, the device was unable to connect to the patient application. The reported event of premature discharge of battery was not confirmed. The device was received above elective replacement indicator (eri) level. Device image was analyzed, indicating no anomaly on voltage/fuel gauge, but rtc issue was noted. Software investigation by software engineering group was performed, indicating the device entered end of service by firmware due to rtc clock issue, and the root cause of the rtc issue was unknown. Further analysis found no anomaly. Longevity assessment was performed, and the device was within normal range of operation.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2026. The patient was in stable condition.